Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the hospital technician inadvertently dropped the ruby coil detachment handle (handle) on the floor upon removal from the packaging. The reported issue was found prior to use and therefore, the handle was not used in the procedure. The procedure was completed using a new handle.